Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a patient event the device initially did not power on and then would not hold a charge for delivery of energy. There was no report of negative patient impact.